Manufacturer narrative:
An event regarding abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: not performed as no medical records were made available for review. Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Dr. (B)(6) removed a lfit metal head and liner and replaced with a new liner and a ceramic head and sleeve. Update: "patient complained of pain. Note that he had elevated ions chromium 3.4 cobalt 4.7".